Event description:
Customer's daughter reported receiving a high glucose reading (116 mg/dl) from their freestyle flash meter. Customer's daughter reported customer experienced symptoms of incoherence, confusion and "not able to follow direction." The paramedics were called and they obtained a reading of 40 mg/dl with an unk brand hcp meter. Customer was diagnosed with severe hypoglycemia and received an unk treatment.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range specification and no errors was observed during control solution testing.